Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during dwell three of four. The home patient (hp) was connected at the time of the alarm. The hp stated that they did not disconnect. The technical service representative (tsr) explained the se 2240 and assisted the hp to clear the alarm so that the hp may unload the cassette and bags. There would be no further therapy for the night. There was nothing found during troubleshooting that would cause or contribute to the alarm. There was no patient injury or medical intervention. No additional information is available.